Event description:
It was reported that the (B)(4) clamp of a y-type irrigation set was closed, but the flow did not stop. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).two used samples were received for evaluation. Visual inspection revealed that the red tip protectors had been removed from the spikes of both devices. Functional testing was performed, and the devices primed and flowed normally. All clamps were checked for shut off, and complete shut off was achieved with each clamp. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.